Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the report, bioglue was used in an ascending aorta replacement surgery for acute type a aortic dissection. It was applied to the proximal false lumen and proximal suture line. After several months from the procedure, an inflammatory response was confirmed around the areas where bioglue was applied.

Manufacturer narrative:
According to the report, bioglue was used in an ascending aorta replacement surgery for acute type a aortic dissection. It was applied to the proximal false lumen and proximal suture line. Several months after the procedure, an inflammatory response was noted around the areas where bioglue was applied. The initial procedure date was around (B)(6) 2012. There were no complications noted immediately following surgery or at 6 months post-operatively. Aortic regurgitation was noted in (B)(6) 2013. The patient was admitted to the hospital for reoperation. The surgeon did not observe an aortic re-dissection; however, an inflammatory response involving the aortic root and aortic valve leaflets was noted. The aortic valve leaflets were removed and the aortic valve replacement was performed. The surgeon indicated that there was stiffening and shrinkage of the aortic valve, resulting in aortic regurgitation. The exact lot number used in the procedure was unknown, but possible lot numbers were identified based on distribution records. The manufacturing records were reviewed and all records were controlled, available for review, and met all physical specifications. A review of available records was performed on the available information, and a definitive cause of the inflammatory reaction or the stiffening and shrinkage of the aortic valve that resulted in aortic regurgitation could not be determined. Fibrosis and/or calcification could produce "stiffening" of the aortic root. Both of these pathologic processes are known mechanisms of age related aortic degeneration, a feature commonly seen in patients with aortic dissection. The relationship of bioglue to the reported event is unknown; however, because the immediate postoperative follow-up and the 6 month follow-up demonstrated no abnormal findings, it is unlikely that bioglue was the cause of any of the observations.